Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a hospitalization event on (B)(6)2017 for high blood glucose. The caller did not know their blood glucose at the time of admission. Customer reported their blood glucose began to rise on (B)(6) 2017. The customer was able to stabilize their blood glucose at the hospital. The customer was wearing the insulin pump at the time of event. The customer's current blood glucose was 130 mg/dl. The customer declined to check their settings during the troubleshoot. The customer was advised to perform a complete set change. The insulin pump will not be returned for analysis.